Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main board component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main board component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved transducer fault alarm and multiple transducer events logged within the ventilator device event log. The customer stated no patient issue was associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.